Event description:
During the charge cycle, the battery pack of the echoscreen teoae hearing screener caught on fire at hospital. The estimated charge time before the incident occurred in 2-3 hours. The battery charger was plugged into a wall outlet or power strip. There was a power surge protector from the power source being used. There were no power supply interruptions during the battery charging cycle. There was no liquid spilled in the area where the battery was being charged. There were no objects placed on top of the battery during the charging cycle. The battery was not exposed to mechanical shock, nor was it damaged mechanically. It did not fall to the floor. The indicator light was functioning properly (flashing slowly) during the charge cycle.